Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions with low, high voltage lead impedance alert. It was noted that the right ventricular lead impedance dropped suddenly. Lead damage was suspected. The lead was reprogrammed. There were no patient symptoms due to the event and was stable.